Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing an uncomfortable sensation at the scs ipg pocket site which only occurred only while using stimulation. It was noted that the issue began after the patient underwent a radiofrequency ablation procedure on her back. The patient also reported the scs ipg was tilted which resulted in intermittent charging. Subsequently, the scs ipg was explanted and replaced. The uncomfortable sensation remained following the procedure. Reference (MFR. Report: pending) for lead issue.